Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown, ubd:- , UDI#:- h3) a manufacturer representative (rep) went to the site to test the navigation system. The internal connection of the axiem external power data cable was disconnected so it was reconnected and restored.  Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that it became clear that no magnetic fields were generated at the time of registration after anesthesia. No improvement even after reconnecting and restarting. The use of navigation during the operation was abandoned. Upon confirmation, the internal connection of the axiem external power data cable was disconnected, so it was reconnected and restored. The device was not repaired and normal operation was confirmed. No known impact to patient outcome. There was no surgical delay.

Event description:
Additional information was received. Since the site aborted navigation. It was reported that the surgery was completed without the use of navigation.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.